Event description:
It was reported that a 55-year-old caucasian female patient underwent a breast augmentation with two unspecified gel breast prostheses and experienced bilateral capsular contracture (baker grade 4) and bilateral rupture post-operatively, which was diagnosed with a mammogram. As a result, the patient is to undergo bilateral device explantation on (B)(6) 2024. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and rupture. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 09, 2024, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. D4: UDI: as the catalog/model number was not provided, the (01)gtin and the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2024, mentor received additional information regarding the patient's diagnosis. It was confirmed that the patient's right side was found to be ruptured. It was also mentioned that the patient had experienced breast pain. Multiple areas of calcification were observed. The patient first began to experience symptoms during a CT scan performed on (B)(6) 2020. The date of event has been updated to july 08, 2020. The patient's replaced her device with a mentor breast prosthesis. Manufacturer¿s reference number: (B)(4).